Manufacturer narrative:
The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or information another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends. The explanted device was sent to a 3rd party laboratory for analysis, and the results are not available yet. If any additional information is learned from this analysis beyond what was reported, a follow-up will be submitted.

Event description:
During the case, the last strike from the mallet knocked the implant towards the s1 endplate, but md felt it still looked good and planned to follow-up in clinic. No images were sent at the time of the case. During a follow-up with the md's office by the tm, the tm was informed that in subsequent follow-up visits, the md imaged the device and it had shifted from where he implanted. The removal (fusion surgery) was performed on (B)(6) 2026. The images were reviewed, and the final implant position was too high (anchor head above the target endplate) with little bone purchase. Based on follow-up with the tm, it was identified that the patient was experiencing pain after discectomy and based on the patient's age and anatomy, the surgeon felt fusion was the best option.